Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the device was returned, analyzed and preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of loose/detached wirebond. Concomitant product: 5076 non-defib lead (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient presented to the pacemaker clinic and there was no output on the device. Upon device interrogation, there was no telemetry or magnet response. The patient was in atrial fibrillation (af) and their heart rate has dropped. The device was explanted and replaced. No further patient complications have been reported as a result of this event.